Event description:
It was reported that during use of this suture hook in an arthroscopy procedure, the tip broke off in the pt's joint and was retrieved arthroscopically. The retrieval of the detached protion added approximately 30 minutes to the procedure. There was no injury associated with this event.

Manufacturer narrative:
Investigation results: the suture hook was received for investigation with the needle tip detached at the weld area. A visual examination noted that the outer tube was bent. A review of the product history shows one similar reported problem. The instructions for use (IFU), provide cautions: lateral stresses to the instruments should be avoided or device function may be compromised and unintentional patient injury may result. Mechanical shock or over stressing the instrument may shorten the life of the instrument.